Event description:
It was reported that a home patient (hp) experienced fluid in the lungs, coincident with peritoneal dialysis (pd) therapy. The hp was hospitalized for another indication. The fluid in the lungs was diagnosed after the patient started pd therapy. It was not reported if the patient was recovered or was recovering from the fluid in the lungs and treatment for the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced fluid in the lungs. Should additional relevant information become available, a supplemental report will be submitted.